Event description:
It was reported that during patient treatment there was no minute ventilation. The patient desaturated to 33%. Final patient outcome was no injury. (B)(4).

Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility performed investigation and service by themselves and the ventilator reportedly passed pre-use check after the event. The expiratory cassette was replaced but not returned for investigation. The expiratory cassette is only a measuring device in the ventilator and it measures the expiratory flow. The expiratory cassette has no impact on set or delivered values of volume and o2 concentration. The ventilator was also reportedly fitted with a counterfeit o2 cell. The consequence for this use may be inaccurate/false measurement of the o2 concentration. An o2 cell is used for measuring and an unapproved o2 cell may measure falsely and trigger alarms which may result in unforeseeable consequences. As stated in the user¿s manual, getinge supplied or recommended parts for the safe use and designed performance of the ventilator should always be used. The ventilator is reportedly back in clinical use. Since no ventilator logs was provided, no investigation has been possible. The replaced parts are for measuring only and has no impact on delivered values. The root cause of the reported ventilation problems has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).